Event description:
Pt had right ureteral pelvic junction obstruction and underwent cystoscopy, retrograde pyelogram and acucise with placement of double jj ureteral stent. During the procedure the tip came off of the acucise catheter and had to be retrieved. Another acucise catheter was used. It was reported that the pt is doing fine.